Event description:
During the procedure, the wire guide sheared and lodged in the pulmonary artery. No attempt was made to remove the separated segment. A port-o-cath was placed on one side and a perma-cath was placed on the other. The wire guide had been used twice in the placement. No other information is available at this time.